Event description:
Several egm episodes with oversensing in the atrial and ventricular channels were stored in device memory. The patient has an electric alarm clock near him. Preliminary analysis confirmed non physiological electrical signals with an unknown origin.

Manufacturer narrative:
Explant date: was modified from (B)(6) 2015 to (B)(6) 2015.

Event description:
Several egm episodes with oversensing in the atrial and ventricular channels were stored in device memory. The patient has an electric alarm clock near him.

Manufacturer narrative:
Preliminary analysis showed that the returned device was operating within specifications.

Event description:
Several egm episodes with oversensing in the atrial and ventricular channels were stored in device memory. The patient has an electric alarm clock near him.

Manufacturer narrative:
Please refer to the attached analysis report.